Event description:
It was reported while in use on a patient, the 840 ventilator's screen went blank after an alarm was generated. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer inspected the device and reviewed the diagnostic logs which indicated lost of a/c power. Service engineer performed an extended self test (est), short self test (sst), performance verification test (pvt) and calibration. All tests passed per manufacturer's specifications.